Event description:
It was reported that during an arteriovenous fistula treatment procedure, a balloon rupture occurred. The target lesion was located in a fistula in the arm. A mustang 10.0 x 40, 75cm balloon catheter was advanced and inflated two times to an unknown atm. Upon the third inflation the balloon ruptured at 18 atm. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).